Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery in early (B)(6) and had no history of wrestling after the surgery. One week ago, the patient felt unwell and was recently admitted for examination. X-ray examination revealed ceramic liner broke. The second surgery has been performed, it was found that the ceramic head (delta cer head 12/14 36mm+1.5) had obvious wear marks on the outer surface due to the liner breakage, but no breakage was found with the ceramic head.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d3, d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.